Event description:
A nurse reported that a patient develoepd toxic anterior segment syndrome (tass) following a cataract procedure. The patient received treatment for the infection, and symptoms were reported to be improving. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no other complaints reported for this custom pack lot. Review of the DHR (device history record) indicates the order was built to specification. Review of the sterilization batch records found no deviations; all parameters were met and the batch was released per specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).